Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was turned off for a few weeks. After connecting the pump to a power source overnight the pump remained off. Reportedly, the customer attempted multiple usb cables and power sources however the pump did not turn back on. The customer's blood glucose level was 123 (mg/dl). During a follow up with the customer on (B)(6) 2017, the customer reported the pump turned on.